Manufacturer narrative:
As reported, about 1 year post-implant of the ventralight st mesh, the patient diagnosed with hernia recurrence and underwent surgery for partial mesh removal. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and possibly related to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records shows product was manufactured to specification. This MDR represents the ae of hernia recurrence. Additional mdrs were submitted to represent aes of infected seroma and swelling. Not returned - partially explanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2013 - subject patient underwent a primary laparoscopic infra-umbilical midline hernia repair procedure during which a bard/davol ventralight st mesh was implanted using bard/davol sorbafix mechanical fixation and sutures. The fascia was completely closed and full skin closure was achieved using adhesive skin closure. The subject patient was discharged from the hospital on (B)(6) 2013. On (B)(6) 2014 - subject patient presented with abdominal wall bulge (recurrent ventral incisional hernia). On (B)(6) 2014 - subject patient underwent robotic-assisted hernia repair (3 cm) during which center of the mesh was removed (40%). The subject patient was discharged from the hospital on the same day. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as resolved.